Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump has alarmed with multiple pump errors. The customer's blood glucose was unknown at the time of incident. Customer received the following alarms; watchdog timeout, external ram crc error, unexpected restart and watchdog set test failure. The alarms occurred during the rewind/prime sequence. Advised the pump will need to be replaced. Advised customer to refer to back-up plan, per health care professional¿s instructions. The insulin pump will not be returned for product analysis.